Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a, g1, g2, h6.

Event description:
Healthcare professional reported right side "possibly ruptured" and capsular contracture, baker grade unknown. Healthcare professional also reported "pain in arm and shoulders" which is not related to the device. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side "possibly ruptured" and capsular contracture, baker grade unknown. Healthcare professional also reported "pain in arm and shoulders" which is not related to the device. Device remains implanted.